Manufacturer narrative:
The insulin pump was received with a blank display due to a cracked and bleeding liquid crystal display glass.

Event description:
The customer's mother called to report a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.